Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 23-aug-2027, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 23-aug-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced a fall in the shower, which was followed by a lossof effective therapy due to profound lead migration, as identified via x-ray. The patient underwent a device revision procedure where both leads were removed and replaced. The x-ray images confirmed the lead migration before the revision and showed the final lead placement after the revision surgery. The issue was resolved with the successful repositioning of the leads. The manufacturer representative (rep) indicated they would send any further information as they become aware.